Manufacturer narrative:
(B)(4). Batch # p91573. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. [(B)(4).mw5074412.pdf].

Event description:
Per user facility medwatch form, #mw5074412, during a vaginal hysterectomy procedure; surgical assistant started with the harmonic scalpel at the 12 o'clock position. After the assistant started and then stopped the harmonic at about the 2 o'clock position, the surgeon noted that approximately the first two to three mm of the tip of the harmonic scalpel was missing. At this point in time, the anterior part of the uterus was closely inspected to see if surgeons could see whether the tip had dropped or was stuck in the tissue. Nothing was visualized. The immediately looked in the cul-de-sac and gentle pulled back the bowel. Nothing was noted in the cul-de-sac and all the fluid and blood in the cul-de-sac was aspirated. Profuse irrigation was performed in the event that "is was" elsewhere and was not located. A new harmonic scalpel was then used. And the remainder of the cervix was circumscribed until the uterus and cervix were detached from the vaginal attachments. The specimen was the retrieved through the vagina. The surgeon again inspected the specimen and did not note any metal stuck in it. However, the specimen was sent to pathology with the request that the anterior portion to be inspected for any embedded metal fragment.